Event description:
It was reported that the patient's left ventricular lead showed no capture and was shown to have dislodged the day after implant. The lead remains in the body, and a revision is planned in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.